Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead recorded a red alert for shock lead impedance out of range. Review of available data indicated that the shock impedance had generally ranged between approximately 60 and 100 ohms, with a subsequent out of range measurement of 126 ohms identified for the coil to can vector. Technical services (ts) noted that such impedance variations are often patient related. Options discussed included clearing and resetting the alert, consideration of further evaluation such as imaging if clinically indicated, programming optimization, or continued monitoring. This ICD remains in service. No adverse patient effects were reported.